Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule fell off when removed from the pt. The pt was not injured following the procedure.